Manufacturer narrative:
(B)(4). The product was investigated in the complaints lab of the manufacturer. A visual inspection was performed. The blood inlet and outlet side were heavily clotted. During rinsing of the product for cleaning several clots were flushed out. The product was also forwarded to the qa lab for gas exchange performance test and pressure drop test according to lv 009 v14. Acceptance criteria for gas exchange performance (o2, co2) and pressure drop test were met by the product. Furthermore the oxygenator was sawed off in order to check if the quantity of mats is according to bop 7544. The quantity was found to be within specification. Between the mats no clots were detected. Thus the reported failure could not be confirmed. The cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested for return but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "a (B)(6) year old ards patient was placed on a hls 5.0 set. Immediately upon initiation of support the physician noted the color of the arterial blood was darker than usually seen. The patient flow on vv support using dual cannulation was 4.6 lpm. A post membrane abg was run with a po2 of 261. Within the next 24 hours customer states the oxygenator performance diminished to a point where it was unable to support patient. The circuit was changed to an hls 7.0 and the first post-membrane abg returned a po2 of (B)(6). Customer believes oxygenator failure was cause. Size of the patient (B)(6) cm. Patient successfully switched to new 7.0 hls circuit." (B)(4).